Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis: four previous records for tulip disengagement of this screw design. Previous failures were caused by multiple tightening and extreme loads applied to the screw. Mfg record review. No discrepancies noted. Visual inspection: tulip head was returned separated from the screw shaft and the bone-screw tip is extremely damaged due to its removal using vice grips. The results of the r&d engineering eval revealed that the driving geometry of the screw (holes and spikes on the tip of the bone-screw) was stripped as a result of incorrect loading of the screw to the screwdriver. The screw's retaining clip was expanded and bent downwards. Conclusion: the intensity of the imprints suggest that the extreme lightening action with the blocker and a short rod segment allowed the tulip head to rotate relative to the screw and create a scenario where high axial force combined with rotation pushed and twisted the tulip off of the screw. Therefore, user-error contributed to this event.

Event description:
It was reported that during surgery, while inserting the l5 pedicle screw, we heard a snap and the surgeon stopped screwing. When he tried to advance the screw only the tulip head was turning. The screw shaft was not advancing. The surgeon tried to remove the screw but the tip of the screwdriver was not engaging the screw. We put a small piece of rod in the tulip head and fastened it down with a set screw to fix the tulip head to the screw shaft. The surgeon used a vice grip to grab the rod to try and backturn the screw at which point the entire tulip head disconnected from the screw shaft leaving just the shaft in the pt. The surgeon used vice grips to grab the shaft and remove the screw shaft in its entirety.